Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing the residual air from the cartridge. Tandem technical support educated the customer to remove the residual air when filling the cartridge. There was no adverse impact on the customer's blood glucose level.